Event description:
It was reported that the plastic fixing part of the stat lock is peeling off. The report is received because the peeling was confirmed during the exchange of the dressing. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer is confirmed and was determined to be manufacturing related. The product returned for evaluation was a statlock stabilization device with sliding posts. The sample was returned with the doors opened. The clear, plastic retainer was partially detached from the pad. Indentations from the retainer were observed in the foam pad. The detached portion of the retainer did not appear to have any adhesive residue. The portion of the retainer that was attached exhibited some adhesive. Use residue was observed on the back side of the pad. Microscopic inspection of the right door revealed the bottom latch was bent. Microscopic inspection of the detached portion of the retainer confirmed it did not appear to have adhesive residue on the majority of the retainer but some adhesive was observed at the edges of the retainer. The portion that was partially attached revealed a clear residue on the retainer. The lack of adhesive application on the detached portion of the retainer likely occurred during device manufacture. This investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the plastic fixing part of the stat lock is peeling off. The report is received because the peeling was confirmed during the exchange of the dressing. There was no reported patient injury. No other information was provided.